Manufacturer narrative:
Correction on initial report: 09/03/2019.

Event description:
It was reported that the tubing came apart at the connector. It was further reported there was no harm to the patient.

Manufacturer narrative:
The customer¿s report that the tubing came apart at the connector was confirmed. The as-received set was inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection of the set noted the tubing engagements were slightly tugged. It was observed that the engagement of the outlet of the lower smartsite port and tubing separated. No other obvious damages or issues were observed. Examination under magnification of the separated tubing end observed insufficient solvent. When aligning the separated tubing end's depth with the open smartsite end, a gap was observed indicating that the tubing was not fully inserted. Functional testing was deemed unnecessary due to separation. Dimensional analysis of the tubing outer diameter was within specification. The root cause is due to a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error.

Event description:
It was reported that the tubing came apart at the connector. It was confirmed during follow up, that there was no harm to the patient as a result of this event.

Manufacturer narrative:
Additional information provided: event.

Event description:
It was reported that the tubing disconnected from the port-a-cath 20-30 minutes after the initiation of a ferric gluconate (iron) infusion. Upon checking the patient, the port-a-cath was bleeding and blood was noted in the IV tubing as well. The patient's line was flushed with normal saline, the tubing clamped, and the medication was restarted with new tubing and finished without further incident. There was no significant delay in patient care as it was noticed early and attended to promptly. There was no impact to either the staff or the patient.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the tubing came apart at the connector.